Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of inappropriate automated mode switch (ams) noted due to noise on the right atrial (ra) lead. Lead provocative testing was performed and the noise occurred in real time on the atrial channel. No intervention was performed, and the patient was stable with no consequences.